Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented to clinic with a patient notifier for "capacitor charge time limit reached" via remote transmission. The device was explanted and replaced. The patient's condition is well with no issues post-procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.